Event description:
Related manufacturer reference number: 2017865-2022-17199. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular and atrial lead were oversensing noise triggering inappropriate mode switches. Programming changes were implemented for the atrial lead. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information noted the suspected cause was insulation damage on the right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been 27 jul 2022 rather than 11 aug 2022.